Event description:
Wife of home pt reports home pt disconnected from pt connector of homechoice set in drain 3/4 of automated peritoneal dialysis treatment and drained onto bed. Per wife, pt connector of homechoice set fell on floor and she immediately picked it up and reconnected it to home pt. Treatment was then discontinued and home pt did manual exchanges. Per rn, there was no medical intervention and no pt injury as a result of this incident.